Manufacturer narrative:
The reported event of separation problem was not confirmed. Final analysis found no anomaly on the outer and inner helix, helix lengths were within specification. No issues were detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for aveir leadless pacemaker (lp) implant procedure. During implant, it was noted that the lp could not properly detach from the delivery catheter. The procedure was completed using an alternate device on (B)(6) 2024. There were no patient consequences.